Manufacturer narrative:
One medfusion 3500 pumps was returned for analysis. Visual inspection performed, and product found with cracked top case by tube holder and cracked right case by upper screw hole. Event history log review was performed and found evidence of reported problem. Occlusion test was performed, and the customer's reported problem was unable to be duplicated. Service cleaned debris off the worm coupler to correct the reported problem. The root cause of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump displayed motor not running error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.